Manufacturer narrative:
The actual device is not available for investigation. Failure to osseointegrate is a known inherent risk of the procedure.

Event description:
The dentist reported that the implant failed to osseointegrate.